Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that upon opening the pocket for implantable neurostimulator replacement due to end of service, the lead was discovered to be damaged. The outer sheath of the lead connected to the electrodes was separated exposing the inner leads. The lead was replaced and the issue was resolved.